Manufacturer narrative:
E1: initial reporter: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.25 x 16mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis and dimensional testing was performed on the device. A visual examination of hypotube profile identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. A microscopic examination of stent was detached from the balloon and not returned with the device. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within the maximum crimped stent profile specification. Balloon cones were reviewed, and no issues were noted. Although the stent was removed there is no evidence the device was subjected to positive pressure with crimp marks also visible on the balloon and no trace of contrast media. Microscopic analysis of bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent fracture occurred. The patient was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. Following pre-dilatation with a 1.0mm balloon catheter, a 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, tracking the lesion was difficult due to calcification and the stent strut was broken. The stent was then removed from the patient's body. Another of same device was used to complete the procedure. No patient complications were reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter: (B)(6).

Event description:
It was reported that stent fracture occurred. The patient was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. Following pre-dilatation with a 1.0mm balloon catheter, a 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, tracking the lesion was difficult due to calcification and the stent strut was broken. The stent was then removed from the patient's body. Another of same device was used to complete the procedure. No patient complications were reported, and the patient condition was stable post-procedure.